Manufacturer narrative:
(B)(4). Only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # u5ac19. (B)(4). Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with one gst60g reload loaded in the device. The reload was received partially fired 1/2 and with damage on reload deck. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to the home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in a sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Additional information was requested, and the following was obtained: what were the indications for surgery? -surgeon used the stapler as indicated. He was taking a wedge resection of a lung did the patient undergo any preoperative radiation or chemotherapy? -no was the device difficult to close? -no did the tissue seem extremely thick and uncompressible? -no, staff mentioned that there was potential that a sponge stick was placed closely to the stapler jaws when it was closed. It may have gotten trapped when closing the jaws of the device. What troubleshooting steps were taken to open device? -reverse blade button, manual override how was the handle able to be eventually opened? -manual override what is the current patient status? -recovering if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that the surgeon had fired the echelon powered 60 stapler on lung tissue 3 times with no error. On his last firing to remove the wedge, the stapler knife blade advanced, the blade slowed down, and stopped. The stapler locked out on tissue. They called the rep and the rep walked them through troubleshooting. They had to manual override. After the handle became open after using the manual override, the handle stayed open, but the jaws of the device stayed shut. The surgeon had to open the chest cavity and open an additional stapler to stapler parallel to the jammed stapler and cute the stapler out. The case presumed as normal. Procedure was completed successfully with a thirty minute delay. There was baxter peristrips used on all firings. There was also a sponge stick inserted near the lung while the surgeon fired. Scrub tech said he could have potentially fired over it.